Event description:
It was reported that the patient underwent a revision procedure due to the lead extensions causing discomfort when the patient turned her neck. The physician replaced both the lead extensions and the implantable pulse generator (ipg). The procedure was completed successfully. No further information was able to be obtained despite three good faith efforts.

Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2020. Additional suspect medical device components involved in the event: product family: dbs-extension. Upn: m365nm3138550. Model: nm-3138-55. Serial:(B)(4). Batch: 7076044. Additional suspect medical device components involved in the event: product family: dbs-extension. Upn: m365nm3138550. Model: nm-3138-55. Serial: (B)(4). Batch: 7076249.